Event description:
Livanova deutschland received a report related to a venous clamp issue during procedure. Even if 20% opening was requested, the clamp was 100% open. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz venous clamp. The incident occurred in angers, france. Through follow-up communication with customer, livanova learned that the issue was claimed by two users. One of them confirmed that he had correctly calibrated the involved venous clamp, while the other one has doubts about having done so. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: the essenz cockpit log files have been analysed and there is no data recorded on the date of the event. The claimed venous clamp (vc) was returned to livanova deutschland for investigation: the device was tested for proper function and no issue was found. Firmware update, mechanical calibration, and technical safety inspection checks were completed successfully, therefore the unit was returned to regular service. The claimed clamp was manufactured in 2024 and complaints database review revealed that the device was also complained about for rust residues on the venous clamp hinge due to an incorrect cleaning procedure followed by the customer. According to the complaints data statistical analysis, no adverse concerning trend has been detected for this specific failure mode. Based on the investigation, a hardware malfunction of the device can be ruled out and the root cause cannot be determined.

Event description:
See initial report.